Event description:
It was reported: "revision knee patella and insert exchange. Metal component stayed in. Eleven year old post op primary."

Manufacturer narrative:
Device information for patella and insert have not yet been provided. The devices are not available for evaluation.